Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) medical june 2015 complaint report was reviewed for the xcela p;PICC product family and the failure mode "hub extension tubing cracked/detached". No adverse trends were indicated. W/out receiving the device for evaluation, a definitive root cause for the reported device failure is unable to be determined. A potential root cause for the extension tubing fracture at the hub could be erosion of the extension tubing at the hub joint due to prolong exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may als be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. See scanned page.

Event description:
As reported, an indwelling xcela PICC was found to be fractured at the extension leg just below the luer. The device was removed, discarded, and replaced. It was not indicated that the patient condition was impacted by the event.